Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device was cycled two times on the back table and sinovis peri-strips were used with the device. After firing the stapler, it locked down on stomach tissue and could not be released. The surgeon used two additional stapler reloads to resect the stapler that was locked down around tissue. A new stapler was opened to complete the case. Or time delay was reported as 45 minutes. Some bleeding occurred due to the device that could not be removed. Bleeding was controlled by using the new stapler.